Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was difficult to extend. The physician placed the lead, but noise was seen in all positions. The physician elected to implant a new rv lead to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was difficult to extend. The physician placed the lead, but noise was seen in all positions. The physician elected to implant a new rv lead to resolve the event and the patient was stable with no adverse consequences.